Event description:
During a check-out procedure at the manufacturer's service center, an issue with the ventilator's internal battery was observed. The device was not in patient use. The device's internal battery was replaced to address the issue.